Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that following implantation of a non preloaded intraocular lens, the patient was unable to adapt postoperatively and experienced visual difficulties. The lens had been fully inserted, then explanted and replaced with an another j&j intraocular lens during a secondary surgical procedure. The patient¿s current status is unknown. No additional medical intervention or medications beyond standard postoperative care were required. No further information is available.